Manufacturer narrative:
Product ID, 39565-30 serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead; product ID, 37754 serial# (B)(4), product typ recharger; product ID, 37744 serial# (B)(4), product typ programmer, patient; product ID, 3708160 serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ extension; product ID, 3708160 serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ extension; product ID, 3550-01 lot# n272810, implanted: 2012 (B)(6), explanted: product typ accessory; product ID, 3550-01 lot# n261444, implanted: 2012 (B)(6), explanted: product typ accessory. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) spontaneously turned off three times while the patient was walking. The patient was not pushing any buttons or changing positions at the time of the events. The ins turned off twice while the patient was walking into lowe's. It was unknown if the patient was going into lowe's during the third occurrence. The device was turned back on with no problems. There was no shocking reported. Additional information has been requested but was not available as of the date of this report.